Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 25 mm amplatzer pfo occluder was chosen for implant on (B)(6) 2022. During the deployment of the second disc (right atrium) of the device, presented with a "bulging" deformation. The device was removed and exchanged with a new, 25mm amplatzer pfo occluder. The device was placed successfully. The patient remained stable throughout the procedure and discharged the following day.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported a 25 mm amplatzer pfo occluder was chosen for implant on (B)(6) 2022. During the deployment of the second disc of the device, presented with a "bulging" deformation. The device was removed and exchanged with a new, 25mm amplatzer pfo occluder. The device was placed successfully. The patient remained stable throughout the procedure and discharged the following day. Subsequent to the previously filed report, additional information was received that there was no interaction with cardiac structures or anatomical interference during deployment. There was no angulation or kink noticed in the delivery system. The delivery system used during procedure was an 8f amplatzer trevisio delivery system.